Event description:
It is reported that the test heads are breaking. Some plastic parts could not be found anymore in the soft tissue. Surgery was prolonged.

Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. A follow-up report will be submitted once the investigation results is available. (B)(4).